Event description:
The user reported that the device displayed a " gas module out of order " related to pre-use test. No adverse impact to the patient was reported.

Event description:
The user reported that the device displayed a " gas module out of order " related to pre-use test. No adverse impact to the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is: (B)(4).